Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. No anomalies were found. The issue will continue to be monitored and trended.

Event description:
During insertion of the screw into the locking hole of the plate, the screw broke and remained in the patient. The remaining piece of the broken screw was discarded at the hospital and will not be returned. This report is related to 3025141-2022-00038 which is on the plate. This report is on the screw.